Event description:
The contralateral pull-wire was difficult to advance; as a result, it was exchanged for an alternate wire and access was successful. Two stents were placed in the contralateral limb due to limb twist and to imrpove limb flow. High jacket retraction force.